Manufacturer narrative:
The hill-rom technician inspected the lift and found that the lift arm actuator was bent. The instruction guide for the viking l (7en136102) states: never move the lift by pulling the actuator! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. The account shared maintenance records for the device, which indicated only electrical check have been conducted, and not maintenance according to the manufacturers recommendations. The lift has been taken out of service. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that during lifting the lift actuator snapped and the patient was dropped back onto bed. The lift was located at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).